Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted, replaced and returned for normal battery depletion. No field allegations have been received against this product. This report was created due to laboratory analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.